Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 4 of the bd nexiva¿ closed IV catheter system there was leakage at the septum. Report 1 of 2. The following was translated from portugese to english: we opened an ro last month regarding care provided to a patient who came to undergo chest CT angiography. When puncturing with a venous catheter, performed in left upper limb, there was a defect when injecting contrast, which was irrigated to another catheter route. The reflux valve was replaced twice, the avp test was carried out by more than one professional who found that it was patent and even so, when trying to carry out a new attempt, it showed the same defect. It was necessary to attempt a new avp and the patient presented capillary fragility and decided to reschedule as 04 unsuccessful attempts were made. Nexiva peripheral catheter number 20g, lot 2250134, expiration date 08/31/2025. Today ((B)(6) 2023) it happened again with another patient, but with a different batch nexiva peripheral catheter number 20g, batch 1259190, expiration date 09/30/2024. Today we will register another ro.